Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer and the customer's spouse reported via phone call that the insulin pump had damage and also a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the bolus button was unresponsive. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. However, after troubleshooting, the customer reported via email that the time was frozen. Troubleshooting for damage found that there was a crack near the reservoir compartment. The customer was unsure how the damage occurred. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.